Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Event description:
New information notes that the right ventricular (rv) lead was explanted.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, only the connector legs of the lead were returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.